Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, autotest, battery testing, service history review and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The low battery issue was identified during the autotest as a low battery alarm. The cause of the condition was inoperable battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery issue. This occurred with the device was turned on. There was no patient involvement. No additional information is available.